Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned journey flex-ext spacer 9mm confirms the device fractured into two pieces. Both pieces were returned. This instrument exhibits significant amount of use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka, the journey flex-ext spacer 9mm was worn and broken. No pieces were left inside the patient and a smith and nephew back up device was available to complete the procedure. No injury to patient or delay reported.

Event description:
It was reported that during tka, the journey flex-ext spacer 9mm was worn and broken. A smith and nephew back up device was available. No injury to patient or delay reported.